Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a percutaneous coronary intervention, the catheter was packaged for return with a note stating it was "broke". The procedure was completed with another of the same devices. No patient complications were reported. Additional information has been requested and is not available.